Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing preventative maintenance on the device, the biomed had trouble obtaining a quality ECG reading due to noise. There was no reported patient or user involvement and no adverse patient/user impact.